Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 400 mg/dl. Blood glucose level of customer was 450 mg/dl at the time of incident. Customer had headache and thirstiness. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not contact to healthcare professionals regarding their high blood glucose. Customer stated that they experienced high blood glucose whole day after changing infusion set. Insulin pump will not be returned for analysis. Insulin pump will not be returned for analysis.